Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open pouch. Analysis and results: the exact batch number is not known, according to the pouch received only two batches can be: 115363 and 115364. Manufactured and distributed (B)(4) units of the batch 115363 and (B)(4) units of the batch 115364. There are no units in stock of any of the two batches. The open sample received shows that the needle is detached from the thread and the thread is still wound on the pack. However, without closed samples a proper analysis cannot be performed. Reviewed the batch manufacturing record, both products had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: japan. During the operation, the thread was detached from the needle when the user took the product from its package and was not be able to use.